Event description:
It was reported that no medication was administered due to damage to the device. The facility biomed stated that "the damage is on the barrel clamp". Although the medication did not infuse, it was further clarified that the device was not attached to the patient at the time the damage was discovered. There was no patient harm. Although requested, further information was not provided.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they syringe sizer misalign recall completed, plunger gripper recall completed, plastic exterior recall completed, replaced top disk holder due to damaged, tube drivearm due to bent, sleeve drivearm deep scratched, carriage block assy due to contaminated, replaced flange gripper retainer, wiper seal contaminated & left/right iui connector also replaced due to contaminated, performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 27oct2015.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the syringe size sensor. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they syringe sizer misalign recall completed, plunger gripper recall completed, plastic exterior recall completed, replaced top disk holder due to damaged, tube drivearm due to bent, sleeve drivearm deep scratched, carriage block assy due to contaminated, replaced flange gripper retainer, wiper seal contaminated & left/right iui connector also replaced due to contaminated, performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to mechanical failure of the syringe size sensor. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for iui damages.

Event description:
It was reported that no medication was administered due to damage to the device. The facility biomed stated that "the damage is on the barrel clamp". Although the medication did not infuse, it was further clarified that the device was not attached to the patient at the time the damage was discovered. There was no patient harm. Although requested, further information was not provided.